Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the drape had a very small hole switching from laparoscopic to robot. The light cord was left on drape while off. The doctor left it on the patient for extended period of time. Both times, the light cord was detached from scope and left on patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the light cord burned a hole in the drape. There was no smoke, but the light cord melted a hole through the drape. The hole was found at the end of the procedure. The issue did not affect the case. There was no harm to the patient. There was no harm to the staff. The customer is not planning to return the light cord. The customer requested a retraining on using the light cord.